Event description:
Further follow-up revealed that the vns device was activated approximately one month after the implant surgery. The patient did well when the device was activated. The reporter also indicated that the patietn has experienced hoarseness and which was treated with a reound of steroids. The hoarsness appears to be mild and resolving. The physican stated that he will continue to titrate device parameters. The cause of the reported bradycardia was likely due to the initial stimulation while performing a lead during the implant procedure. The reported hoarness is likely due to the implant surgery. This is also a known adverse event.

Event description:
Vns patient implanted for treatment of depression experienced an episode of bradycardia during initial implant surgery, at which time his heart rate dropped to 40bpm and then recovered. It was reported that the patient had no cardiac history and no other medical conditions. Stimulation has not yet been initiated due to the patient's difficulties finding a physician that accepts his insurance carrier.